Manufacturer narrative:
Additional information received reported that the actual date of explant was (B)(6) 2017 and not (B)(6) 2017 as reported in the initial MDR. If explanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received confirming that the original implant date was (B)(6) 2017. The lens was explanted and replaced with a different model lens with a lower diopter size. The patient was reported doing fine post op. Age/date of birth: (B)(6) years. Gender/sex: female. Serial #: (B)(4), catalog #: zct150u115, expiration date 8/5/2019, UDI: (B)(4). If implanted, give date: (B)(6) 2017 manufacturing date: 8/5/2015. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/18/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the product was torn and scratched, most probably to make explant possible. No further anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct intraocular lens (iol) was explanted and replaced with a zxt iol. The reason for explant was that after the original surgery the patient decided they wanted a symfony toric lens. The surgeon noted the zct did what it was supposed to do. No further information was provided.